Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer stated that she took the battery out and put in a new battery. Customer was going to give herself a bolus and the numbers started going up and down without stopping. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. No number ramping anomaly was noted. The insulin pump had minor scratches on the display window.